Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdss0137 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that for safestep use for the 1st day, after chemotherapy drug infusion and flush with normal saline (via female luer hub), y site was found leak with normal saline. (During chemotherapy drug infusion, no connections with y site for set or syringe). No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the damage appeared to be supplier related. One 20g safestep infusion set with y-injection site was returned for investigation. The valve at the y-injection site was not out of round or misshapen. A functional test revealed a small drop of water when the infusion set was pressurized with water. No continuous leak of fluid was observed when the infusion set was under a positive pressure and no continuous leak of air was aspirated through the valve when the infusion set was under a negative pressure. The syringe plunger was released and the small bead of fluid at the valve continued to grow with the small amount of residual positive pressure within the extension set tubing while the syringe was connected. The valve stem was removed from the y-injection site. A microscopic examination of the blue valve stem revealed wrinkling in the sealing surface of the valve material. The damage to the sealing surface of the valve stem was located in areas that were inaccessible to the user. The wrinkled areas of the valve stem most likely allowed fluid to bypass the sealing surface of the valve stem under certain pressures. The supplier was notified of this complaint. A lot history review (lhr) of asdss0137 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in taiwan.

Event description:
It was reported that for safestep use for the 1st day, after chemotherapy drug infusion and flush with normal saline (via female luer hub), y site was found leak with normal saline. (During chemotherapy drug infusion, no connections with y site for set or syringe). No other information was provided.